Manufacturer narrative:
Correction: it was incorrectly reported that the patient developed capsular contracture in her left breast. The patient suffered from a double bubble deformity in her left breast, not capsular contracture. On (B)(6) 2021, mentor received additional information about the event: - the patient was diagnosed with left breast malposition by a healthcare professional. - the patient underwent a left breast capsulorrhaphy on (B)(6) 2021. The breast prosthesis was removed and re-implanted in the patient during the procedure. Mentor breast prostheses are single-use devices and re-implantation is contraindicated in the IFU. Reason for device explant and/or reoperation: left breast double bubble deformity, left breast malposition. Manufacturer¿s reference number: (B)(4). H6 health effect - clinical code: e2303 "capsular contracture" does not apply to this event.

Manufacturer narrative:
On 01-dec-2021, mentor received additional information about the event. The patient was diagnosed with left breast baker grade ii/iii capsular contracture post implantation. This diagnosis is in addition to the double bubble deformity that was reported in follow-up report #1. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and suffered from a capsular contracture on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.